Event description:
It is reported that revision surgery occurred in 2008, due to breakage. Exact implant date is not known.

Manufacturer narrative:
Eval summary: x-rays were not available for review of the joint configuration post surgery and pre-revision. Pt details like weight and activity level are not available. No engineering analysis could be done with available info. Duration of device in-vivo is not known per does specify about x-ray study, but exact details are not available. Cause cannot be definitively determined. The returned liner shows fracture damage near the rim edge. The returned device meets specification where measurable in the current condition. Device history records indicate device manufactured to specification.